Event description:
It was reported that the patient was admitted to the hospital for pneumonia, hernia. The patient was intubated and lethargy and hypoxia was noted. Arrythmia was noted but the implantable cardioverter defibrillator (ICD) was not pacing. Temporary pacemaker was placed. Patient had bleeding within the peritoneal cavity. The patient passed away. The death was not believed to be device related.